Event description:
It was reported that this insertable cardiac monitor (icm) is starting to erode. A new pacemaker system was implanted a week later. No adverse patient effects were reported.

Manufacturer narrative:
Updated impact codes and outcomes attributed to adverse event with more accurate information. The complaint device was not returned to bsc therefore product analysis could not be performed. The reported issues are covered by the instructions for use, it can be concluded that expected or well understood factors most probably contributed to the event.

Event description:
It was reported that this insertable cardiac monitor (icm) is starting to erode. A new pacemaker system was implanted a week later. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) was starting to erode. A new pacemaker system was implanted a week later. No adverse patient effects were reported.

Manufacturer narrative:
Updated impact codes and outcomes attributed to adverse event with more accurate information.